Event description:
It was reported that the patient with this pacemaker device exhibited t-wave oversensing. Technical services (ts) reviewed and stated that there were some events of t-wave oversensing and the intrinsic amplitudes of the r waves were quite variable, getting as low as 1.6 mv and as high as 21.6 mv. Ts recommended to consider sensitivity options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in entire section e initial reporter and section g2 report source.

Event description:
It was reported that the patient with this pacemaker device exhibited t-wave oversensing. Technical services (ts) reviewed and stated that there were some events of t-wave oversensing and the intrinsic amplitudes of the r waves were quite variable, getting as low as 1.6 mv and as high as 21.6 mv. Ts recommended to consider sensitivity options. This device remains in service. No adverse patient effects were reported.